Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report 9681834-2015-00142 to cancel this report. Product code rm*rs6f10pa was found not to be a product of this manufacturer. Product code rm*rs6f10pa will be submitted as mfg. Report 1118880-2015-00034.

Event description:
This report is being submitted as follow-up #1 for mfg. Report 9681834-2015-00142 to cancel this report. Product code rm*rs6f10pa was found not to be a product of this manufacturer. Product code rm*rs6f10pa will be submitted as mfg. Report 1118880-2015-00034.

Manufacturer narrative:
The evaluation is yet to be completed. A follow up report will be sent within 30 days of this report being sent. A review of the manufacturing record and the shipping inspection record of the involved lot#/product code combination confirmed that there were no production-related problems or discrepancies in the inspection results. A review of the complaint files confirmed the involved product /lot# combination has not been reported previously. The (IFU) instructions for use for this product addresses the instructions in the precaution section. (1) remove the sheath from packing carefully to avoid damage to the sheath tubing. (2) use care when handling or adjusting the sheath to avoid damage to the sheath tubing. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Device is currently under investigation.

Event description:
The user facility reported leakage with the sheath device. The following information was provided by the user facility: (1) the sheath leaked at kink in the subcutaneous space causing a hematoma; (2) traded out for cordis sheath; (3) at the end of the case the hematoma was pressed out and angioseal was used to close; and (4) the patient was reported to be "stable".